Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, noise oversensing was observed on the right ventricular lead. The oversensing issue was noted lasting in (B)(6) 2020. The noise could not be reproduced via isometric testing. Programming changes were made. The patient was stable and being monitored.